Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: (B)(4). Device manufacture date: unknown. Investigation summary: one extension set, model number 10013902, with a 0.2 micron filter (p/n 10012217) was returned by the customer. It was reported that the tubing started to back flow into the filter. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. The extension set was primed, and a methylene blue/water mixture was able to be flushed through the set without any issues. The extension set was then connected to a bd primary set and infused with the pump dchu-0010 and pump module dchu-0014 at 125 ml / hr for 1 hour. The infusion was completed successfully and without any issues. The 0.2 micron filter appeared to be functioning normally. No back flow was observed. The extension set with the primary set was then infused a second time with pump dchu-0010 and pump module dchu-0014 at 20 ml / hr for 1 hour. This infusion was also completed successfully and without any issues. The 0.2 micron filter appeared to be functioning normally, and no back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set .2 mf low sorb experienced flow issues. The following information was provided by the initial reporter: material #: 10013902. Batch/ lot #: unknown. Darutumumab infusion started. Tubing with filter, right as medication started on the pump blood started to back flow into the filter tubing. Attempted to keep medication running but blood continued to back flow due to slow rate of infusion 20ml/hr. Filter clamped to prevent further back flow and discarded (approximately 1 ml of medication left in malfunctioning tubing), replaced with new filter and infusion started.